Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The generator interface pcb (gib) was also replaced during the service event. System was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced a self- reboot and an un-commanded shut down. There is no report of a pt injury or death associated with this event.